Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was removed from the patient's pocket and found to be powered off. The reporter stated that the battery was replaced with several alkaline batteries using the same and different packs and the pump still did not power on. The reporter denied trauma to the pump and stated the battery cap was intact without the yellow o-ring visible, no corrosion seen and no visible damage to the battery compartment. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for three hours at which time a call service alarm occurred that would not clear, and additional testing for the power issue could not be completed. Unrelated to the complaint, inspection revealed that the keypad is detached. All keys responded to user input. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was also evidence of moisture found inside the pump. Performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.